Manufacturer narrative:
A ge service representative performed an onsite investigation. Multiple system pcb assembly connections were evaluated and reseated. The system software was also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot and exhibited intermittent system functionality. No patient serious injury or death was reported related to this event.